Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective hard drive. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopic system would not boot-up. The system was removed from the o.r. For service.